Event description:
On (B)(6) 2007, this pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, a follow-up computed tomography scan showed an endoleak from an unknown origin. On (B)(6) 2012, a duplex scan showed the endoleak to be a proximal type I endoleak with evidence of 5 mm aneurysm enlargement. It was reported that the aortic extender component implanted proximally appeared to have shifted slightly on the right side (amount unknown), causing the endoleak. No migration was identified. The device was reported to be sitting just below the left renal artery in its intended position, but had shifted slightly distally from the right renal artery. It was reported the pt's angulated (approximately 45 degrees) and tortuous proximal neck in addition to the aorta remodeling, contributed to the device shifting on the right side. On (B)(6) 2012, an additional procedure was performed whereby two aortic extender components were implanted to treat the proximal type I endoleak. The endoleak resolved with the implant of the additional devices and the pt tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.